Event description:
Additional information received from the manufacturer representative reported the issue was related to the setscrew ¿not working¿ and not securing the new lead. At the surgery on (B)(6) 2016, an attempt to re-secure the lead was made, but was unsuccessful. A new implantable neurostimulator was used and ¿all was good.¿ there were no high impedance readings and the programming was successfully completed.

Manufacturer narrative:
Refer to manufacturer report #3007566237-2016-00935. The referenced report captures the event pertaining to the lead replacement. Concomitant medical products: product ID 388928, lot# 0210540949, implanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
The manufacturer representative reported that high impedances were measured following a lead replacement procedure. A new lead was connected to the previously implanted battery and the procedure went well. Impedances measured on the table showed that all combinations were greater than 4,000 ohms with the exception of the bipolar circuits including electrode 0. This was considered satisfactory at the time. When attempting to program later, it was found that all circuits were ¿broken¿ and subsequent x-rays taken showed that the lead had disconnected and had come out of the battery header. A setscrew issue was noted and it was inquired if the ability to secure the lead had been degraded since the battery had been used before. The patient was scheduled for a surgery on (B)(6) 2016. Further follow up is being conducted to obtain additional information regarding the planned surgery. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Analysis of the implantable neurostimulator found the setscrew was backed out too far. The setscrew was able to be re-inserted into the connector with a hex wrench, but not a torque wrench. With the setscrew backed out too far, the torque wrench would not have been able to tighten the setscrew to the lead.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.